Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "hi kate, then we have a problem here. I have been able to duplicate the bolus is not included in the vtbi several times. Our crna's were the ones to point this out to me. So where do we go to from here? Please let me know. History: last week, crna (B)(6) expressed concern that his drug administrations were emptying the 250ml bag even though his standard vtbi setting was 220ml. A couple of crna's also said they had noticed this occurrence. I performed several tests duplicating (B)(6) settings and confirmed the bolus was not being added to the vtbi. We are currently working with (B)(4) who is one of our sales contacts. Dr. (B)(6), can you please forward to all bc anesthesiologists and crna's will keep you advised. If you have any questions, please let me know. (B)(6) pump treatment information: na, type of drug: unk, delay in therapy: unknown, need for medical intervention: unknown, patient involvement: yes, death / serious injury: no. " additional information was received on jan.18th, 2016: "1. Kindly acknowledge no human harm caused. None. 2. Please provide the pump's serial number. Several in our department, one testing is s/n (B)(4). What software version is installed on the device? R11 v534. What were the treatment settings? A) rate: 20 ml/hr b) vtbi: ans.received: standard vtbi setting was 220ml. C) time: d) mode: epidurals/pcea? E) what was the pressure (occlusion) sensor setting (0.4-1.2 bar)? F) administration set used (type and lot number): g) what catheter was used (size of catheter, type, catalog number, manufacturer, etc.?) H) what drug was administered during the event? I) priming method (manual / with pump): j) what volume was used for prime? K) what was the initial bag volume? Ans.received: 250ml bag 5. Was the pump placed in a backpack during the treatment? Treatment yes, testing no. 6. Did you experience any alarms at the beginning / during / at the end of the treatment? If so, please detail the alarms and their occurrences: l) at which stage of the infusion did the alarm occur? (Prime / beginning of infusion / taper up / plateau / during bolus delivery / taper down/ etc.) No m) what was the vtbi presented on the pump screen following the alarm? N) what was the volume left in the bag? Testing procedure: pump settings -drug name "generalvtbi." 20 mlcontinous rate 20 mil/hdemand bolus 1 mlbolus lockout 00:05 h:minmax bolus per 1 hr 12loading dose 0 milused 5mil beaker. Weighed container with acculab vicon calibrated scale. Beaker weight = 64.06 grams primed set clearing air out of line. Emptied and dried beaker. Started infusion with 10:55:43 total time. Performed 10 bolus demands within 4.2 hrs. And at 6:34:51 had 131.08 showing on vtbi subtracted 131.08 from 220 = 88.92 measured beaker with scale and had 162.92 grams. Subtracted tare of 64.05 showing volume of 98.86. Test indicated approx. 10ml was not accounted for in vtbi which is what the total bolus demands I used. This is the third test I had performed with this pump. I misplaced the paper that had the other two tests I ran. The original request was from several of our crna's who noticed the 250 ml bag of solution was empty when they had a vtbi of 220. Please let me know if you have any other questions and how to proceed with these findings. Thank you"

Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "bolus is not included in the vtbi."